Manufacturer narrative:
All returned syringes were examined and one sample exhibited a broken cannula. Microscope examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bleeding/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. This complaint is not confirmed based on the results achieved from the returned samples.

Event description:
On (B)(6) 2013, the consumer reported via telephone that the needle broke off in the stomach and went to the emergency room. They performed an x-ray and after removal of the needle had two stitches placed.